Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained that the results for 1 patient sample tested for thyrotropin (tsh) were different when comparing results from a plain tube to a heparin tube for low tsh concentration samples only. The date of event is not known. The erroneous results were not reported outside of the laboratory. The tsh result from the heparin tube was normal. The actual result was not provided. The repeat result from the plain tube was low which was the expected result. The actual result was not provided. The specific results have been requested. Afterwards, the customer changed to a different reagent pack from the same lot and the issue was resolved. No adverse event occurred. The e411 analyzer serial number was (B)(4). Based on the investigation, no differences were identified when using a heparin tube versus a plain tube. A review of calibration data and analyzer performance checks do not suggest an issue with the reagent or the instrument. It was noted that the customer has the instrument time set to 1 year ago. This is not recommended. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The samples could not be provided to complete the investigation. A general reagent issue can be excluded.